Event description:
Additional information received indicated that the customer had not received any further occlusion alarms since using a new box of cartridges.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus deliveries. The customer's blood glucose (bg) level was as high as 600 mg/dl with ketones. The customer's bg was currently not high. After the alarm, the customer would changed the supplies to the pump and resumed insulin delivery. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.